Event description:
The customer reported that they were unable to perform a straight catheter on a patient due to no hole in the tip of the catheter. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.